Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a loss of therapeutic effect. The patient inquired how to contact their healthcare provider about having their device removed. The patient stated the device had not worked for over 2 years prior to (B)(6) 2020. It had stopped working/stimulating. It was noted the patient had not used it since then and had not charged. The patient stated it was killing them now as they just had back pain. The patient was directed to their healthcare provider to discuss removing their ins. No further complications were reported or anticipated.